Event description:
Information was received indicating that a doctor performed a tracheostomy on the patient using a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu). The reporter indicated that the product was opened during the operation, and when it was used in the patient's incision according to the instructions, it was found that the inner tube was leaking. Subsequently, the doctor immediately replaced it with a new product (with inner cannula). No patient consequences were reported.